Event description:
Pacemaker generator malfunction - not pacing resulting in a second surgery to replace the pacemaker generator. Pre-operative diagnosis: bradycardia secondary to pacemaker generator failure.